Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time on the insulin pump was not advancing and the buttons were unresponsive. The customer stated that the device did not alarm during or after the buttons stopped working. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad trace. The display function properly with testing case. No frozen on display noted. No moisture damage found on electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.